Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (does not power up monitor) has been confirmed. As received the battery was unable to power on a monitor or charge. Upon investigation there was liquid contamination on pin 2 of the battery connector. The cause for the failure was isolated to the contaminated connector pin. No adverse event resulted from the defective battery.

Event description:
A zoll distributor returned battery sn (B)(4) to report that the battery was unable to power on a monitor.